Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Pt was experiencing symptoms of lightheadedness and was placed on a 24 hour holter. Three 24 hour holter recordings were performed showing up to 26 two second pauses within the 24 hour periods, but according to device follow ups and testing no issues were found. Neither a device nor lead issue could be eliminated. The system will be explanted and product return was requested. Per biosmart, the pace sense portion of this device was capped and replaced with a setrox s 53, (B) (4). The defibrillation portion for this lead remains active in the pt. Associated devices: (B) (4), philos ii sr, MDR-1028232-2010-00326.